Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to an alleged device malfunction.

Manufacturer narrative:
(B)(4). The run data file (rdf) was analyzed for this event. The trima accel system operated as intended. The measured wbc content of this product is within the FDA's current leukoreduction acceptance guidelines.